Event description:
This lead was implanted on (B)(6) 1993 and abandoned on (B)(6) 2011 due to high thresholds. The procedure took place at (B)(6) general hospital with dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).